Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an implantable pulse generator (ipg) replacement procedure due to the patient difficulty charging the ipg. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not released by the facility.